Event description:
It was reported that intermittent cartridge alarms occurred during the load sequence. There was no adverse impact to the customer¿s blood glucose level. The issues have been resolved by replacing affected cartridges, and technical support advised the customer to contact support if the issue recurs.